Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: the black box shows unexplained "por" events on complaint date. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. Battery compartment crack observed in thread area. No evidence of contamination inside battery compartment. A 24 hour basal program was run with returned battery cap. No reboot, loss of power or call service alarms duplicated. During investigation a "intermittent power" event was duplicated. Removed pump case. No evidence of moisture inside pump. A intermittent connection was found on power pcb. Power pcb cracked at negative battery connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.